Manufacturer narrative:
The device was received. Investigation is not complete. The damaged power cord that is being reported was noted during manufacturing testing; therefore, user facility event codes are not applicable in this case. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
During preliminary manufacturer testing, the device power cord was found to be damaged. There were no reports of any adverse pt events while the device was in clinical use.